Event description:
It was reported that the customer experienced ¿issues charging¿. The customer declined troubleshooting with tandem technical support, therefore, no additional information is provided. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.